Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had a lamp malfunction. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Event description:
The issue occurred during reprocessing. There was no delay and patient was not under anesthesia. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d10, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to failure of the emergency lamp which caused the e207 error code to generate. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.